Event description:
It was reported that the battery of the cs300 intra-aortic balloon pump (iabp) only lasted 10 minutes after charge. However, it was later reported that the this complaint was mismarked and was not actually a ¿battery issue¿. It was clarified that during use on a patient, an autofill failure occurred. The iabp was auto-filling very slow and sometimes autofill failure would occur. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that the tube on the input/output of bimba was slightly kinked. To fix the issue, the fse removed the kink and the iabp behaved normally. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the battery of the cs300 intra-aortic balloon pump (iabp) only lasted 10 minutes after charge. However, it was later reported and clarified that this issue was incorrectly reported, that it was not a "battery issue", but it was an "autofill failure" problem. The iabp was autofilling very slow and sometimes "autofill failure" would occur. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.